Manufacturer narrative:
Concomitant medical products: w1sr01 ipg, (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post implant the right ventricular (rv) lead dislodged. The lead was explanted and replaced. No patient complications have been reported as a result of this event.